Event description:
Early on, during an ecp procedure, a "pump not operating correctly" alarm occurred, followed by a "air detected" alarm. Neither alarm could successfully be cleared with the help of therakos tech support. During manual return of blood to the patient (instrument power off; recommended by therakos), a blood leak was noted on the pump tubing organizer on the pump deck. Upon further inspection of the kit, a puncture in the tubing was noted - specifically, the buffy coat line that travels over the recirculation pump fluid routing valve that sits on the pump deck. During manual return, the rn was instructed by therakos tech support to use a screwdriver to release the recirculation occlude valve. This was the likely cause of the puncture in the tubing. Manual return of blood to the patient was aborted. Approximate blood loss was 200 ml. Pre- and post-procedure hct was 29 percent.